Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The device evaluation determined a faulty cable unit had caused the no image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image on the hd camera head prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was caused by a faulty cable unit. The specific root cause of the cable unit failure could not be determined at this time. Olympus will continue to monitor field performance for this device.